Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2015-00251 / 2016-00680). Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a right revision procedure approximately three years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records reveals patient underwent a right revision procedure approximately three years post-implantation due to pain, discomfort, possible loosening of the acetabular component, and fluid within the joint. During the procedure, fluid is noted within the joint. The acetabular cup and modular head were removed and replaced with competitor components.

Manufacturer narrative:
This user facility is outside of the united states. A review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that these types of events can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 28 states, ¿pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopaedic surgeon.¿

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2012 due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records reveals patient underwent a right total hip arthroplasty on (B)(6) 2009. Medical records further report a revision procedure was performed on (B)(6) 2012 due to pain, discomfort, possible loosening of the acetabular component, and fluid within the joint. During the procedure, fluid is noted within the joint. The acetabular cup and modular head were removed and replaced with competitor components.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2012 due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.